Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (128-fxxx) issue. It was reported that there was a battery life issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2018 with the following findings: a review of the pump black box data showed several cs 128 replace battery alarms and several cs 177 warnings occurring due normal battery wear. There was no evidence of cs128-fxxx alarms. There was no evidence of moisture ingress inside the battery compartment. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The ez-prime steps were performed correctly with no alarms. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a cs128-fxxx alarm issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed the audio bolus cover and slug were detached and missing from the pump.